Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a minimum fill message after loading a cartridge with insulin. Reportedly, the cartridge was filled with 250 units of insulin. The customer did not provide a blood glucose value, but reported blood glucose level was stable. It was confirmed that the customer has manual injections available as alternate insulin therapy.